Manufacturer narrative:
Complaint conclusion: during use of a brite tip sheath, the site reported that they had to exchange it for another introducer with no reported patient injury. Attempts to obtain further details about the nature of the product issue have been unsuccessful. The device was later returned for evaluation with evidence of stretching and compression. Further attempts to obtain details about this damage were unsuccessful. A non-sterile si brite tip 6f 45cm str cannula sheath was received for analysis inside a plastic bag. Per visual analysis, the mentioned csi cannula sheath was received stretched/elongated and compressed damaged, being more acute stretched/elongated from 22.0 cm to 52.0 cm from hub and compressed damaged from 55.0 cm to tip. At a glance, the received cannula sheath looks as if a tremendous force was applied until stretched/elongated and compressed damages occur on cannula sheath. Dried blood residues were observed. A review of the manufacturing documentation for this lot revealed that the product met specification prior to release. Cannula sheath od and ID were measured near to the compressed areas and results were found out of specification, most probably due to the severe stretched /elongated and compressed damaged condition of unit as received. The product malfunction code complaints reported by the customer as ¿catheter sheath introducer (csi) - compressed/crushed¿, ¿catheter sheath introducer (csi) - damaged-in patient¿ and ¿cannula-unraveled/stretched¿ were confirmed due to the stretched/elongated and compressed damaged condition of cannula sheath as received. However, the exact cause of the stretched/elongated and compressed damaged condition found on the csi cannula could not be conclusively determined during the analysis. The instructions for use cautions users to inspect for signs of damage prior to and during use. Any product with damage is not to be used. If the operator encounters damage during clinical use, they are clinically trained to immediately discontinue manipulations and remove the product. The reported events were confirmed via the visual analysis of the device. Based on the returned condition of the device, it is possible that procedural factors may have contributed to the reported event. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The device has been returned for analysis; however, the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate the product presented problem. There was a necessity of exchange of the introducer through the insertion of another introducer 10f. This occurred during use of the device during the procedure. There was no event or product problem outcome reported. The device was received by the decontamination site stretched, compressed, and damaged.

Manufacturer narrative:
The product has been received; but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. (B)(6).